Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer reported that they had insulin pump was damaged. The customer¿s blood glucose level was 6.9 mmol/l. The customer reported that they had damage on the drive support cap at the bottom part of the pump. The customer reported that the drive support cap was loose. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.